Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer's blood glucose became low, the pump did not suspend insulin delivery. Blood glucose value was not provided. No additional information regarding the event could be obtained by tandem technical support as the customer declined to troubleshoot or provide additional details.